Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic with diaphragm stimulation on their left ventricular lead, which led the physician to deactivate the lead. On (B)(6) 2021, the patient returned for a procedure where the lead was capped and replaced. Some diaphragm stimulation was noted on the new lead, although this was able to be programmed around after implantation. The physician believes that this stimulation was due to patient anatomy and not related to the new lead. The patient was stable throughout.